Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospital staff reported via phone call that the customer was hospitalized for hyperglycemia due to high blood glucose. Customer's blood glucose was 430 mg/dl. It was unknown whether the customer was wearing the device at time of hospitalization. Customer was unable to troubleshoot. Customer will not be returning the device for analysis.